Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2016-07943. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman &#59404;laa closure device & delivery system was inserted into the watchman &#59393;access system. An echocardiogram was performed prior to device implantation revealed no effusion was noted. It was noted that the was deep seeded prior to closure device deployment. Immediately after placing the delivery catheter distally in the ring to ring position an effusion with tamponade was noted in the pericardial space. The patient began to experience symptoms with a drop in blood pressure. A pericardiocentesis was performed and 1.3 liters of fluid was removed. Heparin was reversed and the effusion was stopped without surgery. The closure device remained implanted and no further patient complications were reported and the patient's status is fine.